Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure after inserting the device into scope, it seemed that the plastic sheath peeled and exposed the coil at about 4 - 5cm from distal end. There was no report of any pieces from the device falling into the patient, and no resistance was felt while inserting the device though the scope. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).